Event description:
It is reported that the patient was revised due to pain. During the revision, a small piece of the polyethylene insert was found floating loose.

Manufacturer narrative:
Other device used: catalog #00597206532, nexgen all poly patella, lot #60073148 - manufactured by (B)(4). Review of the primary operative notes does not indicate root cause. Revision operative notes indicate no synovial fluid was identified in the joint. Osteolytic debris was present and a "brownish-yellow" lining of the synovium was reported. Osteolysis was identified on the lateral side of the tibial plateau and the defect contained synovial fluid. The patella was reported to have some signs of polyethylene wear but was not explanted. Review of the returned radiograph does not indicate root cause. A photography confirms a small piece of polyethylene was found in the joint. The quality of the photograph does not allow for assessment of the articular surface. No revision surgery was provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be ascertained at this time. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.